Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received details of cases of phlebitis presented at the 41st annual meeting for japanese society of phlebology. Medtronic¿s venaseal device was used as per IFU for treatment of the patient¿s great saphenous vein (gsv). The procedure completed without any problems. The vein is reported to have closed. Patient experienced an allergy 97 days post procedure. The patient was given antiallergic drug and steroids. Outcome reported at 5 months later.